Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to power up.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the battery charger was unable to power up. The cause for the resets was isolated to intermittent bga connections on the u104 pxa and u1003 pld processors on the c/a board. The root cause for the corrosion was ingress of an unk liquid. The root cause for the intermittent bga connections could not be positively identified. No adverse event resulted from the defective battery charger/modem.